Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (400-500 mg/dl) which usually were observed in the mornings. The contact reported that the bgs elevate 2 days after the cartridge and infusion set were changed. The contact did not know the cause of the high bg and thought it was related to the infusion set site as the customer's healthcare provider advised them to change the site when the bg levels are elevated. As the customer was not with the contact, troubleshooting with the pump could not be performed. The contact stated that the high bg would be discussed with a healthcare provider.